Manufacturer narrative:
This complaint is still under investigation.

Event description:
Patient had pain since original surgery in 2001. Upon-revision, stem was loose with virtually no ingrowth. Revised to biomet stern & head.